Event description:
The customer reported via phone call that they had a failed battery test alarm on the insulin pump. Customer cleared the alarm and removed the battery. Customer cleaned the battery contacts and inserted a new aaa battery. Customer received another failed battery test. Customer stated there was a crack in the case, but the pump was not bumped or dropped. Customer stated that the crack can be seen on the battery compartment. Insulin pump will need to be replaced. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected failed battery test alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.